Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information received: I have met with the customer and after discussing the situation in person, we have agreed that this is actually an error on the customers part. Basically he wasn't aware of the separate cut and staple lines on the device and wasn't positioning the stapler in the correct position when sealing the vessel. We have done some training and I will join him in theatres for his next few cases to provide more training and support. Patient was fine, they literally used hemo locks and sutures instead.

Event description:
It was reported that during a right hemi-hepatectomy procedure, there was an instance of staples deploying but not cutting all the way through. On the first firing the staple line on the cava side didn't appear to show two rows of staples, as we were stitching it started to bleed a little bit but did not lose any significant amounts of blood. Patient consequences were not reported.